Manufacturer narrative:
(B)(4). The device was manufactured january 7, 2016 ¿ january 8, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The unit was returned to the plant containing no fluid in the bladder. A visual inspection was performed with the naked eye and no issues were noted. A functional test was performed by manually filling the unit with water. During fill, evidence of leak/backflow was observed coming out at the fill port. Examination of the unit revealed the direct cause of the leak/backflow problem was due to a solid, shiny particle approximately 0.20 square mm in size, located under the check band. The particle was identified to be glass by fourier transform infrared spectroscopy. The reported condition was verified. The cause was determined to be particulate matter under the check band. The source of the glass could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed near the filling valve of a small volume infusor. There was no patient involvement. No additional information is available.